Event description:
Distributor reported that an implant was removed seven days after placement.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.